Event description:
The manufacturer received information from uno legal litigation in reference to a repaired/recertified dream station CPAP with an allegation of copd. The manufacturer was made aware of this complaint through a representative of the customer. After the multiple attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
In previous report 510k captured incorrectly and in this report it is corrected. In box d, FDA product code has been corrected.